Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a piece of the bd smartsite¿ gravity burette set separated from the set. The following information was provided by the initial reporter: "piece.... Popped off."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 05-may-2023 . H6: investigation summary the customer reported the burette popped off and returned an unused set. The set was pulled apart at the bottom of the burette with ease. On inspection there was no solvent on the connection, and the root cause is traced to solvent application process. Device history record review for model 10012564 lot number 22039290 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that a piece of the bd smartsite¿ gravity burette set separated from the set. The following information was provided by the initial reporter: "piece.... Popped off."